Event description:
Facility initially reported item tip broke. No patient injury. On (B)(6) 2011, customer reports via e-mail that the tip broke off when cutting a skin suture. The tip was removed from the wound. Customer states there is potential for harm had the tip broken off deeper in the wound and was undetected (slee).

Manufacturer narrative:
One of the tips has broken off. The instrument also has a large spot from what may be residue left from rinsing agents. Root cause of failure: poor cleaning and maintenance. Based on the reported information and the investigation results provided, integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.